Event description:
Additional information stated that the nurse had put air in the patient¿s pump. It was not realized that this would cause an interru ption in the flow of medicine. At a later date, a different nurse was able to pull all the air back out of the pump and the patient¿s therapy resumed as before.

Event description:
It was reported that back in 2005, one of the nurses was not doing the procedure correctly. It was added that they had to push all the air out of the filter before filling it up to the intravenous line, "however, the nurse wasn't doing this process correctly." Everything was working now. Drugs delivered via the device were hydromorphone, clonidine, prialt, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).